Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called to report that the customer was part of a study and the insulin pump alarmed software error detected. Customer's most recent blood glucose reading was 113 mg/dl. Caller stated that they delivered a bolus, however the history did not record it. The caller was able to rewind, but then the buttons stopped working. The customer was advised to discontinue the device and revert to a backup plan. It is unknown if the device was replaced or returned.

Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. No bolus anomaly noted during our testing. The insulin pump communicated properly with the glucose sensor simulator and the guardian link 3 transmitter. The test value was properly displayed on the insulin pump sensor graph screen. No pump or sensor communication anomaly noted. The insulin pump was returned for software error detected. Formatted history file analysis software error detected due to software error. The insulin had minor scratched display window, scratched case and a pillowing keypad overlay.